Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type catheter: patient code (B)(4) applies to the pump and the catheter. Device code (B)(4) applies to the pump. Device code (B)(4) applies to the pump and the catheter. Device codes (B)(4) and (B)(4) apply to the catheter. Eval code-conclusion code 92 applies to the pump and the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep) on 2017-aug-10 reported the patient was getting a total system replacement due to loss of efficacy and inability to perform a dye study or aspirate the catheter. The patient was allergic to the dye. There was a large volume discrepancy in estimated volume at the time of the refill. The quantity was unknown at this point. The patient recently lost a lot of weight (unknown how much). The pump was not secure in the pocket and was subject to easy flipping and moving. They attempted to aspirate and had given multiple boluses to no affect. It was noted the patient experience lack of efficacy because of a potentially obstructed catheter. The hcp was performing a total system replacement today ((B)(6) 2017) and the pump and the catheter were discarded. It was noted that the issue was note resolved at time of report and patient's status at time of report was "alive-no injury." The patient was receiving unknown morphine 6.7mg/ml for a total dose of 3.1740mg/day and bupivacaine 6.7mg/ml for a total dose of 3.1470mg/ml. The patient's weight was unknown. The patient's medical history was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was unknown. On (B)(6) 2017 it was reported that the actual residual pump volume (10 cc) was greater than the expected residual volume (6 cc). At the three refills prior, the volume was off by 2-3 cc. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported by the hcp that there was a growing discrepancy in the expected volume of the pump. The pump went from no discrepancy to 4 cc, then 5 cc, and now 6 cc in the last 3 refills. No troubleshooting had been performed to date, the rep spoke with the hcp about performing a dye study. No actions or interventions had been taken as of the time of this report. The issue was not resolved at this point. The patient's status was "alive- no injury" and no symptoms were mentioned. No further complications were expected or anticipated. Surgical intervention was not planned or scheduled.